Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump and cover of the battery compartment was breaking and o ring came off. The customer's blood glucose level was 130 mg/dl at the time of the incident. The reservoir lip ring was not damaged. The customer also stated that the battery cap was damage and the first one o ring came off when they took off the top. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot(p) and cracked battery tube threads. (B)(4).